Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2011, the patient presented due to stable angina and index procedure was then performed. Target lesion #1 was a de-novo ostial lesion located in the left main coronary artery (lmca) with 90% stenosis and was 4 mm long with a reference vessel diameter of 3 mm. The lesion was treated with direct stent placement of a 3.00 mm x8mm promus element ¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died and no actions were taken with regards to the event. The cause of death was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the left main coronary artery (lmca) extending into the proximal left anterior descending (lad). In (B)(6) 2015, the patient was admitted to the geriatric department. During the hospitalization, the patient was diagnosed with sudden decrease in level of consciousness, anemia, pressure soles on heels, hematuria, hypokalemia, protein malnutrition with severe vascular disease, and abnormal liver function tests. On the following day, abdominal ultrasound revealed liver steatosis, sludge at the gall bladder, bilateral bumpy renal contours with deceased cortical height, 45mm interpolar renal cyst on the left, atherosclerosis of the abdominal aorta, infrarenal abdominal aortic aneurysm to 5cm and free fluid in the lower abdomen. Four days later, the patient was considered for euthanasia. Death certificate and autopsy reports are not available. Of note, the causality is no longer considered related to the study device based on the patient's comorbidities, onset date and poor general condition.